Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, while sewing the anastomosis, the suture separated from the needle. The needle was still on the device and they took the needle out and replaced new suture to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The needle leader was returned disengaged from the ferrule. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Unfortunately, as no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.